Event description:
Pump was not alarming when it delivers a bolus or for anything else. Confirmed with them the sound was turned on. Had them replace the batteries. The pump still would not alarm. Patient was removed from the pump.